Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported occlusion error which was not reproduced. Both upstream and downstream occlusion messages were found in the history log. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pusher plate gap was too narrow. The device was found to pass all upstream and downstream occlusion testing. The device was reworked and calibrated.

Event description:
It was reported that a spectrum pump displayed an occlusion error that would not clear. Any pt involvement, injury or medical intervention is unk.